Event description:
A customer contacted beckman coulter, inc. (Bec) and reported that the eic (electrolyte injection cup) on unicel dxc 800 pro synchron clinical system was overflowing again and there is a puddle on the floor. This report was after service was performed on (B)(4) 2011. The earlier event is reported in a separate report #2050012-2011-04532. The customer picked a blind patient sample and verified that the result was not affected. The customer used ppe to clean the spillage. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer stated that the issue was intermittent. On (B)(4) 2011, service was performed on this instrument. The field service engineer (fse) noted that the eic was not overflowing when he arrived at the laboratory. The fse replaced eic valves. Three (3) successive calibrations were performed and all passed. The fse verified previously performed service remediation on valve fitting. Qc was tested and passed. The fse verified repair per established procedures. As of (B)(4) 2011, the customer had not contacted bec for further assistance on this issue. (B)(4).